Manufacturer narrative:
The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Based on the information available, the cause that contributed to the reported event cannot be established.

Event description:
It was reported that the patient underwent an artificial urinary sphincter (aus) replacement surgery due to the device not refilling after the initial pump. Upon explant a hole was identified in the balloon. There were no patient complications.

Manufacturer narrative:
Upon receipt at our quality assurance laboratory, this artificial urinary sphincter (aus) underwent a thorough analysis. The balloon was visually and microscopically examined, revealing a tear in the balloon shell proximal to the sphere-adapter junction. The damage appeared to be consistent with sharp instrument damage. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities.

Event description:
It was reported that the patient underwent an artificial urinary sphincter (aus) replacement surgery due to the device not refilling after the initial pump. Upon explant a hole was identified in the balloon. There were no patient complications.